Manufacturer narrative:
Date of event: unknown, an exact date was not provided, however, the patient stated it was a few weeks after implant. If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant to be performed on (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 17.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient complained of intolerable, overwhelming, and debilitating glare, including halos, concentric circles, and starbursts. The patient was unsure of when the onset of these symptoms started; however, stated it was a few weeks after implant. Reportedly, the lens is planned to be explanted and exchanged on (B)(6) 2018. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.